Manufacturer narrative:
T:slim x2 user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 60 mg/dl, and the meter bg reading was 242 mg/dl. Reportedly, the customer use different bg meters to test bg levels for calibrations. No additional patient or event information was available. Reportedly, the customer performed multiple calibrations and the reported issue resolved.